Event description:
It was initially reported that the patient experienced headaches in (B)(6) 2012, but it was unknown whether or not it was device related. Follow-up information received reported that it was still "undetermined" if the cause of the patient's headaches were attributed to the implanted device. It was noted that the patient was "okay." Additional information received in (B)(6) 2012 reported that the patient was "diagnosed with temporal arteritis that developed 2 to 4 weeks after the internal neurostimulator (ins) was turned on." The patient's husband stated that the "health care professionals were having a difficult time managing the patient's medication in conjunction with the stimulator." It was noted that the patient experienced headaches and "was prescribed steroids which entailed numerous hospital stays in order to treat the headaches." It was further noted that after several hospital stays, the "patient was sent home with the steroids." The patient's husband stated that "they had tried to detoxify the patient from the steroids, but the patient started to exhibit psychosis behavior and spent 2 weeks in the hospital." It was noted that the patient was still being treated with steroids and was being monitored. It was noted that this event occurred following the implantation of the ins and after the stimulation was turned on. The patient's symptoms began as "bedridden, stiff, and nauseated" and evolved into headaches. It was noted that the headaches were located at the "brain." The patient's status was provided as "unknown and serious." It was noted that the patient's stimulation had been turned off for 2 to 3 months and the patient's headaches return when the stimulator was turned on. A follow-up report will be submitted if any additional information is received.

Manufacturer narrative:
Product ID, 37603 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type implantable neurostimulator product ID, 37642 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type extension product ID, 3389s-40 lot# v863405 serial# implanted: 2012 (B)(6), explanted: product type lead product ID, 3389s-40 lot# v813625 serial#, implanted: 2012 (B)(6), explanted: product type lead. (B)(4).